Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead implant attempt was unsuccessful possibly due to high impedance caused by suspected lead damage. During the fixation of the rv lead, the physician observed this rv lead had twisted after rotating the helix about 6 turns without a stylet. Out of range impedance readings were recorded. The physician suspected that this rv lead may have been damaged and decided to replace it with a new similar lead. Device is expected to return. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the helix was deformed; the deformation was likely incurred during the attempted implant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead implant attempt was unsuccessful possibly due to high impedance caused by suspected lead damage. During the fixation of the rv lead, the physician observed this rv lead had twisted after rotating the helix about 6 turns without a stylet. Out of range impedance readings were recorded. The physician suspected that this rv lead may have been damaged and decided to replace it with a new similar lead. Device is expected to return. No adverse patient effects were reported.